Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on "(B)(6) 2020" to "(B)(6) 2020" for dietetic ketoacidosis with a blood glucose level of 642 mg/dl. The customer did not mention any symptoms of the high blood glucose levels but they were treated with manual injections. The customer stated that they had insulin delivery corrections and wanted their insulin pump replaced. The customer had communication issues with their sensors. The sensors were replaced, but the insulin pump was not returned for analysis.